Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced diarrhoea ("diarrhea") and insomnia ("insomnia"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, diarrhoea and insomnia outcome was unknown. The reporter considered diarrhoea, insomnia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: insomnia, diarrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: reporter added. Added event e free. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea"), insomnia ("insomnia"), breast discharge ("black shit coming out of left boobs"), breast pain ("so much pain on left side (breast)"), shoulder pain ("shoulder pain"), axillary pain ("armpit pain"), pain in elbow ("pain down to elbow"), allergy to metals ("we know our bodies are allergic to nickel") and proctalgia ("ass still hurts") and was found to have vitamin d decreased ("vitamin d level drop"). The patient was treated with vitamin d nos (vitamin d) and surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, diarrhoea, insomnia, breast discharge, breast pain, shoulder pain, axillary pain, pain in elbow, allergy to metals, proctalgia and vitamin d decreased outcome was unknown. The reporter considered allergy to metals, axillary pain, back pain, breast discharge, breast pain, diarrhoea, insomnia, proctalgia, shoulder pain, vitamin d decreased and pain in elbow to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): vitamin d - on an unknown date: 5; on an unknown date: 13. Concerning the injuries reported in this case, the following ones were reported via social media- insomnia, diarrhea, back pain, arthralgia, allergy to metal, breast discharge, breast pain and adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information, patient details, date of insertion, date of removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea"), insomnia ("insomnia"), breast discharge ("black shit coming out of left boobs"), breast pain ("so much pain on left side (breast)"), musculoskeletal pain ("shoulder pain"), axillary pain ("armpit pain"), arthralgia ("pain down to elbow"), allergy to metals ("we know our bodies are allergic to nickel") and proctalgia ("ass still hurts") and was found to have vitamin d decreased ("vitamin d level drop"). The patient was treated with vitamin d nos (vitamin d) and surgery (medical device removal). Essure was removed. At the time of the report, the back pain, diarrhoea, insomnia, breast discharge, breast pain, musculoskeletal pain, axillary pain, arthralgia, allergy to metals, proctalgia and vitamin d decreased outcome was unknown. The reporter considered allergy to metals, arthralgia, axillary pain, back pain, breast discharge, breast pain, diarrhoea, insomnia, musculoskeletal pain, proctalgia and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): vitamin d - on an unknown date: 5; on an unknown date: 13. Concerning the injuries reported in this case, the following ones were reported via social media- insomnia, diarrhea, back pain, arthralgia, allergy to metal, breast discharge, breast pain and adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: vitamin d decreased event was added. Lab data were added. Treatment drug vitamin d was added. New reporter was added. On 23-mar-2020: social media received : new event medical device removal added .reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea"), insomnia ("insomnia"), breast discharge ("black shit coming out of left boobs"), breast pain ("so much pain on left side (breast)"), musculoskeletal pain ("shoulder pain"), axillary pain ("armpit pain"), arthralgia ("pain down to elbow"), allergy to metals ("we know our bodies are allergic to nickel") and proctalgia ("ass still hurts"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the back pain, diarrhoea, insomnia, breast discharge, breast pain, musculoskeletal pain, axillary pain, arthralgia, allergy to metals and proctalgia outcome was unknown. The reporter considered allergy to metals, arthralgia, axillary pain, back pain, breast discharge, breast pain, diarrhoea, insomnia, musculoskeletal pain and proctalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- insomnia, diarrhea, back pain, arthralgia, allergy to metal, breast discharge and breast pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events - black profanity coming out of left boobs, so much pain on left side, pain down to elbow, armpit, back pain, shoulder pain. New reporters added. Event medical device removal was replaced with event back pain. Fu3 and fu4 processed together. On 20-mar-2020: social media done : event "we know our bodies are allergic to nickel" and "profanity still hurts" were added. "Fu3 and fu4 process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea"), insomnia ("insomnia"), breast discharge ("black shit coming out of left boobs"), breast pain ("so much pain on left side (breast)"), musculoskeletal pain ("shoulder pain"), axillary pain ("armpit pain"), arthralgia ("pain down to elbow"), allergy to metals ("we know our bodies are allergic to nickel") and proctalgia ("ass still hurts") and was found to have vitamin d decreased ("vitamin d level drop"). The patient was treated with vitamin d nos (vitamin d) and surgery (medical device removal). Essure was removed. At the time of the report, the back pain, diarrhoea, insomnia, breast discharge, breast pain, musculoskeletal pain, axillary pain, arthralgia, allergy to metals, proctalgia and vitamin d decreased outcome was unknown. The reporter considered allergy to metals, arthralgia, axillary pain, back pain, breast discharge, breast pain, diarrhoea, insomnia, musculoskeletal pain, proctalgia and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): vitamin d - on an unknown date: 5; on an unknown date: 13. Concerning the injuries reported in this case, the following ones were reported via social media- insomnia, diarrhea, back pain, arthralgia, allergy to metal, breast discharge, breast pain and adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.